Manufacturer narrative:
Philips service replaced the x-ray pc and recommended a software reload. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the x-ray pc was not reachable, causing intermittent fluoro failure during a case on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.